Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/7/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: a dispensed suture and a detached needle product code mcp936h was returned to ethicon inc for analysis. Upon visual analysis of the returned sample revealed that the needle broke at the tip area. The barrel hole was examined under 20x magnification and a needle part separated from the needle wall. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. Further analysis of the needle was performed to assess the broken area. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Based on the information currently available, the needle breakage was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device rdmalu batch number, and no non-conformances were identified. (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was done to retrieve the broken pieces? Surgeon picked it out. There was only one piece was additional dissection required in other organs/tissues other than the target tissue? No was there any additional tissue damage as a result of searching for the needle piece? No ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent bilateral ovarian cystectomy on (B)(6) 2021 and suture was used. During the procedure, while closing the skin, the needle broke while passing through skin. It was confirmed that all pieces of the needle were removed from the patient. A new suture was opened and used to complete the wound closure. The surgery was not delayed. Fragments were generated but additional intervention was not needed to remove the fragments. There were no adverse patient consequences. No additional information was provided.